Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that the unit was showing full when it was empty on both cylinders. The issue did not occur during surgery and there was no patient involvement. Due diligence is complete and there is no further information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the reservoir shows full when empty and the unit had level sensor errors in both cylinders in the error log. The level sensors were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the level sensor being required to read and report fluid level in the cylinders in order for the unit to function as intended. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.